Event description:
It was originally reported that the patient never experienced therapeutic effect. The healthcare provider confirmed that the patient experienced no stimulation and pre-existing pain. The neurostimulator was replaced. No surgical complications were reported.